Manufacturer narrative:
(B)(4). The reported complaint was confirmed. As per technical support specialist, the unit was serviced by a manufactured trained third party representative. He disassembled the ccm and found a loose connection. After reseating all accessible connections the unit was reassembled and the issue was resolved. The loose connection appeared to be the power to the service and configuration cards. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the unit would reset itself during power up. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Further information was received that the third party representative had stretched the cable of the unit causing the intermittent connection. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.